Manufacturer narrative:
A field service engineer (fse) was dispersed who conducted follow-up with the customer over the phone to address the reported event. Fse performed troubleshooting with the customer to replace the I-6 peek tubing to the bottom of the line filter.the customer primed the device and ran samples.pressure was reported to be back to normal ranges.fse followed up again with the customer a few hours later to confirm operation.no more errors occurred. No further action was required by fse the probable cause of the reported event was due to a fault/ failure of the I-6 tubing. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016,a customer reported high pressure with their g8 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2016 to address the reported event,which resulted in delay in reporting of patient results hba1c.there was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.